Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroidectomy procedure, approximately 10 minutes after intubation, an air leak from the endotracheal tube was detected. The leak was evident at the valve external connection. About 10 minutes later, the cuff was reinflated once to confirm the issue. 7cc air was used to inflate the cuff initially and during reinflation. After confirming the leak, the endotracheal tube was replaced with a new one and the procedure was completed with the backup product. There was no patient impact.